Event description:
Caller reported pump malfunction following a software update. There was no adverse impact to blood glucose level as it did not exceed 500 mg/dl. Customer received instructions from technical support to reset the pump, which resolved the issue, allowing continued use of the pump. Caller understood the guidance and acknowledged to call back if any malfunction code recurs.